Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the device would not cross the lesion. No pt effects were reported. No add'l event or pt info is available. This is being reported based on the condition of the returned device, in which the proximal end of the stent was located on the distal taper of the balloon, the proximal end of the stent was mangled and there was a snare device on the stent. Although a no cross event was reported, it appears that the snare device was necessary in the successful retrieval of the stent from the pt anatomy.